Event description:
It was reported that a small volume infusor would not flow. The customer attempted to prime the device, and connected an unknown 3-way stopcock to apply negative pressure, but no drug solution would come out. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(40. The lot was manufactured september 6, 2013 - september 9, 2013. The device was returned to baxter and is currently in the process of being evaluated. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.